Event description:
Patient developed hive-like rash, chest tightness and sob 4 hours after 6th prosorba. She was admitted to hospital and treated for anaphylaxis. She was administered IV steroids, epinephrine and benadryl and admitted to the ICU overnight for observation. Symptoms resolved and patient was discharged the next day. Fhc's medical consultant, a rheumatologist, described this event as an immune complex mediated "anaphylaxoid" reaction due to cryoglobulin spikes and complement activation.